Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Implanted date reads: (B)(6) 2088. Implanted date should read: (B)(6) 2011. Usage of device should read: initial use of device.

Event description:
Patient implant on (B)(6) 2008 of a bifurcated device, a 25 mm aortic extension, and a 16 mm limb extension. Post operative follow ups revealed a type ii endoleak and aneurismal sac growth (7.5 cm to 12 cm). The physician made previous unsuccessful attempts to correct the endoleak, the physician elected to explant the devices due to the patient's recent renal transplant and inability to tolerate the contrast agent. During the explant procedure, on (B)(6) 2011, the physician noted two large patent lumbar arteries feeding the aneurysm sac. The open repair was successful and the patient was reported to tolerate the procedure well. The explanted devices were not retained by the user facility and are not available for evaluation.